Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and after inspecting the unit the fse found in the logs "autofill" code 160, which indicates water condensation build up. The fse removed all the condensation per manufacture specification, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement, and no adverse event reported.